Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse reported that the iabp displayed "internal communication error", loss of waveforms and stopped pumping. The fse also reported that there were multiple fault code #53 entries. The nurse stated that the system was plugged into the data capture directly. The logs were forwarded to the factory for evaluation and investigation. The fse replaced safety disk at 6,000,000 cycle interval. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped pumping. There was no patient harm and no adverse event was reported. It was then reported by the getinge field service engineer (fse) that the customer received "internal communication error" and loss of waveforms. Cycled power and continued therapy. The patient was switched to a second iabp and after period of time received same error. The patient was switched again to a third iabp and after a period on time received same error. The patient is currently on 4th iabp.